Manufacturer narrative:
G4: 04apr2020. B4: 05may2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22jan2020.

Event description:
The customer reported that the device had experienced navigation ring failure. It is unknown if the device was in use on a patient during the time of the event, or if any patient harm was reported.